Event description:
Caller reported experiencing cartridge alarm 20 and 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by sending a replacement pump to the customer, instructing them to put the malfunctioning pump into storage mode and return it to tandem using the provided return box and pre-paid label within 10 days. The customer was advised on how to proceed upon receiving the replacement pump and understood these instructions.